Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that after loading the cartridge, the insulin reading was incorrect. The reporter stated that the correct amount would show after reloading the cartridge but the issue of the incorrect reading had been occurring for some time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:during testing, a cartridge with approximately 110 units was filled and recognized correctly by the piston rod. 10 units were then primed in the pump; the home screen correctly reflected 100 units after the prime. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully. The pump correctly calculated the remaining units 90 units and 80 units after each bolus. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and meter and confirmed that it was operating within required specifications at the time of release.